Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (moisture ingress) issue. There was reportedly no damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 (B)(4) -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed power on resets observed in the black box. A visible inspection of the pump found no evidence of moisture in the display lens or battery compartment. There was no damage to the returned battery cap. The battery compartment has a small crack at the threads. The returned battery cap was used to exercise the pump for 24 hours; no power issues occurred during this time. Pump fails in house leak test with battery compartment leak. The display screen has a faded pinkish contrast. Removed pump cover; and replace screen with test screen. Test screen powers on with normal contrast and no signs of discoloration. There was no evidence of internal moisture observed on the pcb or internal components. The keypad symbols were worn, which has no effect on insulin delivery.